Event description:
It was reported that during the sheathed insertion the balloon membrane prematurely unwrapped. The iab became stuck in the sheath. As a result, the assembly was exchanged. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed when eval is complete.